Event description:
Customer reported high blood glucose levels, although the specific value was not disclosed, and the display showed "high." The customer administered a corrective injection via multiple daily injections and opted not to proceed with a supplies or system check, indicating no further assistance was required.